Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to confirm the report that the unit exhibited an "over temperature" alarm, however upon receipt it was noted that the system was out of calibration, which caused the unit to exhibit a "heating fault" alarm. A root cause of the loss of calibration could not be established. The disposable set involved in the incident was not returned to belmont for evaluation, nor was a lot number available, therefore a thorough investigation into the disposable set is not possible. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions in the event of an "over temperature" or "heating fault" alarm. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that another rapid infuser was used to complete the case without further issue; there was no harm to the patient. Belmont is unable to determine a root cause of the reported incident based on the information available. We will continue to monitor and trend similar reports of this nature and take further action if required.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont for investigation; evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. Without results of the investigation, a root cause of the reported "over temperature" alarm cannot be established. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that another rapid infuser was used to complete the case without further issue; there was no harm to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 exhibited an over temperature alarm at the start of a case. It was reported that on two separate occasions the unit exhibited an "over temperature" alarm when the infusion was first initiated with 0.9 ns in the reservoir.